Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that n (B)(6) 2026, a 27mm epic valve was chosen for a procedure. The annular diameter of the native valve was 27mm. During procedure, a leaflet insufficiency, with significant regurgitation after rebound. The valve leaflet is not flexible in closing and cannot be fully opened. The valve got removed and a new 27mm epic valve was implanted while the patient was still on bypass. The patient was reported stable.